Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of the left anterior descending coronary artery (lad) for a patient who had experienced a st-elevated myocardial infarction. The proximal lad was mildly tortuous with 90% stenosis. The lesion was wired, and the oad was placed proximal to the lesion. During treatment, the oad jumped. It was reported that the oad did not contact the spring tip of the viperwire. After treatment was concluded, the oad was removed, and the viperwire was exchanged. It was observed via imaging that the spring tip of the viperwire had fractured and remained in the vessel. It was unclear what had caused the fracture. The opinion of the physician was that, as the patient was stable, the fragment was too far distal to retrieve. No attempt to snare the fragment was made, and the fragment remained in the vessel. The procedure was completed with balloon angioplasty and stent placement at the lesion. The patient was stable following the procedure.